Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient has a blood glucose (bg) of 481-500 mg/dl or higher, with nausea and vomiting. Patient was hospitalized with diabetic ketoacidosis (dka). The reporter was unwilling to troubleshoot the pump. Customer support attributed the bg excursion to inaccurate delivery. This complaint is being reported as the patient experienced dka and the pump could not be ruled out as a contributor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.